Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2008 to 9-jul-2013. Concurrent conditions included hypothyroidism since 2012, lyme disease since 2011, borderline diabetes since 2002 and irritable bowel syndrome. Concomitant products included thyroid (armour thyroid) from 2002 to 2018 for hypothyroidism. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"), fatigue ("fatigue"), abdominal distension ("bloating"), abdominal tenderness ("tender stomach"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), amnesia ("memory loss"), abdominal pain ("pain: abdomen") and back pain ("pain: low back") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. The patient was treated with surgery (hysterectomy, bilateral salpingectomy with unilateral oophorectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the depression, dyspareunia, fatigue, alopecia and amnesia had resolved and the bladder disorder, urinary tract disorder, abdominal distension, abdominal tenderness, migraine, headache, hypoaesthesia and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, alopecia, amnesia, back pain, bladder disorder, depression, dyspareunia, fatigue, headache, hypoaesthesia, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: current weight: 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on 01-nov-2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet received : events: ¿depression, bladder or urinary problems or changes: unspecified, dyspareunia (painful sexual intercourse), fatigue, bloating, tender stomach, hair loss, migraines, headaches, numbness, memory loss, weight gain, pain: abdomen and pain: low back¿ ,reporters, demographics, historical drug, concurrent conditions, lab data, essure indication, concomitant medication were added. Events: ¿pain (pelvic/abdomen/low back)¿ outcome updated to ¿ recovering resolving¿ and events: ¿hair loss, depression, painful sex, fatigue, memory loss¿ outcome updated to ¿recovered / resolved¿ incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, uterine leiomyoma, endometriosis, ovarian cyst and knee pain. Previously administered products included for birth control: mirena from 2008 to (B)(6) 2013. Concurrent conditions included hypothyroidism since 2012, lyme disease since 2011, borderline diabetes since 2002, irritable bowel syndrome, bloating, tenderness epigastric, ovarian cyst nos and endometriosis. Concomitant products included thyroid (armour thyroid) from 2002 to 2018 for hypothyroidism as well as nsaids. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"), fatigue ("fatigue"), abdominal distension ("bloating"), abdominal tenderness ("tender stomach"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), amnesia ("memory loss"), abdominal pain ("pain: abdomen") and back pain ("pain: low back") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: ovarian cysts and uterine fibroids") and experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts and uterine fibroids"). On an unknown date, the patient experienced endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy with unilateral oophorectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the depression, dyspareunia, fatigue, alopecia and amnesia had resolved and the bladder disorder, urinary tract disorder, abdominal distension, abdominal tenderness, migraine, headache, hypoaesthesia, weight increased, vaginal haemorrhage, menorrhagia, uterine leiomyoma, dysmenorrhoea, ovarian cyst and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, alopecia, amnesia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hypoaesthesia, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- dysmenorrhea, back pain, pelvic pain. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received: new events menorrhagia, vaginal bleeding, ovarian cysts, dysmenorrhea, uterine fibroids were added. Events onset date and reporters added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, uterine leiomyoma, endometriosis, ovarian cyst and knee pain. Previously administered products included for birth control: mirena from 2008 to (B)(6) 2013. Concurrent conditions included hypothyroidism since 2012, lyme disease since 2011, borderline diabetes since 2002, irritable bowel syndrome, bloating, tenderness epigastric, ovarian cyst nos and endometriosis. Concomitant products included thyroid (armour thyroid) from 2002 to 2018 for hypothyroidism as well as nsaids. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"), fatigue ("fatigue"), abdominal distension ("bloating"), abdominal tenderness ("tender stomach"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), amnesia ("memory loss"), abdominal pain ("pain: abdomen") and back pain ("pain: low back") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2013, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: ovarian cysts and uterine fibroids") and experienced ovarian cyst ("ovarian cysts and uterine fibroids"). On an unknown date, the patient experienced endometriosis ("endometriosis"), oedema ("edema"), cystitis ("bladder infection nos "), kidney infection ("kidney infection"), bronchitis ("bronchitis"), upper respiratory tract infection ("upper respiratory infection"), sensitive skin ("skin sensitivity"), rash ("rash"), sneezing ("sneezing"), chest discomfort ("tight chest"), eye pruritus ("itchy eyes"), dry skin ("skin dryness") and procedural pain ("sore (post surgery)"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy with unilateral oophorectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the depression, dyspareunia, fatigue, alopecia and amnesia had resolved and the bladder disorder, urinary tract disorder, abdominal distension, abdominal tenderness, migraine, headache, hypoaesthesia, weight increased, vaginal haemorrhage, menorrhagia, uterine leiomyoma, dysmenorrhoea, ovarian cyst, endometriosis, oedema, cystitis, kidney infection, bronchitis, upper respiratory tract infection, sensitive skin, rash, sneezing, chest discomfort, eye pruritus, dry skin and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, alopecia, amnesia, back pain, bladder disorder, bronchitis, chest discomfort, cystitis, depression, dry skin, dysmenorrhoea, dyspareunia, endometriosis, eye pruritus, fatigue, headache, hypoaesthesia, kidney infection, menorrhagia, migraine, oedema, ovarian cyst, pelvic pain, procedural pain, rash, sensitive skin, sneezing, upper respiratory tract infection, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- dysmenorrhea, back pain, pelvic pain. Concerning the injuries reported in this case, the following one were reported from social media : bronchitis, upper respiratory infection, skin sensitivity, rash, sneezing, tight chest, itchy eyes, skin dryness, sore, bladder infection and kidney infection. Most recent follow-up information incorporated above includes: on 28-jan-2020: social media received. Events - bronchitis, upper respiratory infection, skin sensitivity, rash, sneezing, tight chest, itchy eyes, skin dryness, sore, bladder infection and kidney infection were added.fu 7 and 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nabothian cyst, uterine leiomyoma, endometriosis, ovarian cyst and knee pain. Previously administered products included for birth control: mirena from 2008 to 9-jul-2013. Concurrent conditions included hypothyroidism since 2012, lyme disease since 2011, borderline diabetes since 2002, irritable bowel syndrome, bloating, tenderness epigastric, ovarian cyst nos and endometriosis. Concomitant products included thyroid (armour thyroid) from 2002 to 2018 for hypothyroidism as well as nsaids. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"), fatigue ("fatigue"), abdominal distension ("bloating"), abdominal tenderness ("tender stomach"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), hypoaesthesia ("numbness"), amnesia ("memory loss"), abdominal pain ("pain: abdomen") and back pain ("pain: low back") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2013, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: ovarian cysts and uterine fibroids") and experienced ovarian cyst ("ovarian cysts and uterine fibroids"). On an unknown date, the patient experienced endometriosis ("endometriosis"), oedema ("edema"), cystitis ("bladder infection nos "), kidney infection ("kidney infection"), bronchitis ("bronchitis"), upper respiratory tract infection ("upper respiratory infection"), sensitive skin ("skin sensitivity"), rash ("rash"), sneezing ("sneezing"), chest discomfort ("tight chest"), eye pruritus ("itchy eyes"), dry skin ("skin dryness") and procedural pain ("sore (post surgery)"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy with unilateral oophorectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain and back pain was resolving, the depression, dyspareunia, fatigue, alopecia and amnesia had resolved and the bladder disorder, urinary tract disorder, abdominal distension, abdominal tenderness, migraine, headache, hypoaesthesia, weight increased, vaginal haemorrhage, menorrhagia, uterine leiomyoma, dysmenorrhoea, ovarian cyst, endometriosis, oedema, cystitis, kidney infection, bronchitis, upper respiratory tract infection, sensitive skin, rash, sneezing, chest discomfort, eye pruritus, dry skin and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal tenderness, alopecia, amnesia, back pain, bladder disorder, bronchitis, chest discomfort, cystitis, depression, dry skin, dysmenorrhoea, dyspareunia, endometriosis, eye pruritus, fatigue, headache, hypoaesthesia, kidney infection, menorrhagia, migraine, oedema, ovarian cyst, pelvic pain, procedural pain, rash, sensitive skin, sneezing, upper respiratory tract infection, urinary tract disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 168 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- dysmenorrhea, back pain, pelvic pain. Concerning the injuries reported in this case, the following one were reported from social media : bronchitis, upper respiratory infection, skin sensitivity, rash, sneezing, tight chest, itchy eyes, skin dryness, sore, bladder infection and kidney infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.